Manufacturer narrative:
(B) (4). The serial number is included in the range for the snychromed el pump motor stall due to gear shaft wear manufactured prior to/beginning (B) (6) 1999 physician communication (dated (B) (6) 2007).

Event description:
The patient's pump telemetry was not obtainable thirty minutes after the patient had an MRI done. The patient's batteries were charged and they had changed environments. They had tried again to interrogate the device and it "sounded" like the telemetry was successful but that was not confirmed. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.